Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the ultrasonic transducer surface of the subject device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The following was confirmed at the evaluation. -acoustic lens damaged -insertion section had a kink however, omsc is unable to determine whether the damage was attributed to stress or user¿s handling. The exact cause of this event could not be conclusively determined.